Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ('I've had a patient that had an essure perforation/ one of the coils is still inside at the left superior false pelvis in the abdomen.') And device dislocation ('one of the coils is still inside, left superior false') in a 33-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant), 3 years 3 months after insertion of essure. The patient was treated with surgery (hysterectomy, lavh with bs). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation and device dislocation outcome was unknown. The reporter considered device dislocation and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ('I've had a patient that had an essure perforation/ one of the coils is still inside at the left superior false pelvis in the abdomen.') And device dislocation ('one of the coils is still inside, left superior false') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant), 3 years 3 months after insertion of essure. The patient was treated with surgery (hysterectomy, lavh with bs). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation and device dislocation outcome was unknown. The reporter considered device dislocation and uterine perforation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ('I've had a patient that had an essure perforation/ one of the coils is still inside at the left superior false pelvis in the abdomen. Unilateral right') and device dislocation ('one of the coils is still inside, left superior false') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included gravida ii and parity 3. Concomitant products included levonorgestrel (mirena). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), endometriosis ("endometriosis") and colitis ("pancolitis"). The patient was treated with surgery (hysterectomy, lavh with bs). At the time of the report, the uterine perforation, device dislocation, abdominal pain, endometriosis and colitis outcome was unknown. The reporter considered abdominal pain, colitis, device dislocation, endometriosis and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.6 kg/sqm. Abdominal x-ray - on an unknown date: left superior false pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-apr-2020: events were added: patient did not undergo essure confirmation test, abdominal pain, endometriosis, pancolitis and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.